Event description:
It was reported that following a trial procedure the patient was hospitalized for infection. Symptoms of pain and fever were noted. It was also noted that the cause of infection was unknown and nothing happened during the procedure that contributed infection. The patient was placed on intravenous (IV) antibiotics and leads were explanted. The patient was reportedly doing well at home and recovering. The explanted leads were discarded.